Event description:
A customer reported an injury related to an adc product. However, the nature of the injury she sustained in unknown. It is also unknown what issue the customer had with her adc product. Multiple attempts have been made to contact customer to obtain additional information regarding the injury and product issue without success.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. Note: the date of manufacture is unknown.